Manufacturer narrative:
Manufacturer mectron (B)(4) received the insert involved in the event. An investigation was carry out by the manufacturer: the insert returned mt1-10, lot number 18002348, was analyzed by an external laboratory. The result of this analysis didn't reveal any critical problem on the structure of the insert; moreover the design, the production, in-process and final controls documents related to the inserts mt1 - 10, lot number 18002348, didn't show any anomaly.

Event description:
The insert mt1 - 10 broke during a maxillofacial surgery. No damages occurred to the patient.